Event description:
The customer reported to philips healthcare that the battery of the heartstart xl+ was not charging. Further information received indicated that there were intermittent op-check failures and a power mcu error. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.